Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. While the stapler was functional at the time of inspection, the flash present on the inside of the cover block has been identified as a root cause issue for the failure of staplers. An investigation within teleflex was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. The investigation identified flash in the cover block as the probable root cause of this issue. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". No patient harm or injury. The patient status is reported as "fine".